Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, and urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele and cystocele on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, a cystocele, incomplete emptying, and frequency. The patient underwent the concurrent procedures of anterior/posterior coprophagy and cystoscopy during mesh implantation. It was reported that the patient underwent urethral stricture release on (B)(6) 2008. The procedure on (B)(6) 2008 involved revision/removal of mesh, repair, and urethrolysis/transvaginal with scope due to incomplete bladder empting and recurrent urinary tract infection. (B)(4).